Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. A replacement valve assembly and transducer screen were sent to the customer. However, without receipt of the device we are unable to determine root. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.